Event description:
It was reported the pt never had therapeutic effect. The device was causing pain and the pt wanted it removed. Add'l info received indicated the device system was removed in (B)(6) 2010. The pt had experienced a lack of effect and new pain at the implanted ins site. The pt had been referred for removal of the device per the pt's request. The pt did not feel the benefit of the device outweighed the difficulties of having to remain still for recharging for long periods and the fact that the pt was always bumping the implant into things. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).